Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing diagnostic procedure, and the procedure was completed by restarting the device. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to emit x-rays. Upon troubleshooting, fse confirmed that the collimator couldn¿t move, and the sib (system interface box) was defective. To resolve this issue, fse replaced sib. The defective sib was returned to philips for further analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system unable to perform x-ray issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. X-ray issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on investigation summary.